Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during insertion. All pieces of the broken anchor were removed from the patient. A backup was available to complete the procedure. No patient impact was reported.